Event description:
The customer reported fire from apc uninterruptable power supply (u.p.s.) Mounted in rack of easydiagnost eleva. The local fire department responded although no actual flames were located. Smoke filled the x-ray procedure suite and department. There were no injuries reported.

Manufacturer narrative:
When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).